Event description:
During cataract extraction, patient allegedly, received retinal photic injury to central field of vision of the right eye. Total time of procedure reported as 45 minutes. A topical anesthetic was used and the patient was asked to fixate on the light during the procedure to compensate for a "wandering" eye. No retinal protection device was in use. Facility reports that pre-operative acuity was "20/50" and post operative acuity was "20/50" -2.